Event description:
A health care professional reported that during implantation of an intraocular lens (iol) there was a crack in the periphery area of the lens but also proceeded with the case since it was not central. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).